Event description:
The customer reported that an 840 ventilator was inoperable. No patient involvement. The coviden customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) pcb. The unit passed extended self-testing.